Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 139 mg/dl and the sensor glucose was 62 mg/dl. The customer stated that he just replaced a sensor in the morning and it¿s been suspended before low and on low, but he was not even lower and the numbers had been wacky all day. The customer current blood glucose level was 110 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.